Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the tip of a shoulder trial instrument was broken off during reprocessing.

Manufacturer narrative:
Devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. Due to previous reports of this nature, a corrective and preventive action (CAPA) was initiated in 2007. CAPA investigation identified that the supplier was introducing a stress riser in the provisionals during the manufacturing process. A penetrant inspection was implemented after the machining processes to detect cracks. This provisional device was produced prior to the penetrant inspection being implemented.